Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard tgxp system (B)(4) was displaying irregular patient temperature variances. The patient temperature was not constant. Another system was used to continue with treatment. No known patient consequences were reported.

Manufacturer narrative:
The customer reported complaint was not confirmed during archive review and initial functional testing. The console is working as intended for use. During visual inspection a broken pump rotor was observed, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured on 2008. Therefore, this type of issue is characteristic of normal wear and tear. A review of the event log was performed and no anomalies were observed. The console passed the initial functional testing without any issues. No temperature irregularities were noted. An additional repairs were performed as part of routine maintenance. The pump raceway was cleaned. The air filter, pump rotor and coldwell cap assembly were replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).